Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 271 mg/dl. Customer was treated with a shot. The customer was advised to call healthcare provider or seek medical attention and call back to troubleshoot. The customer was advised the symptoms they have expressed may be indicative of the possible onset of diabetic ketoacidosis. The customer is stopping troubleshoot and will call back. The customer was advised that if she does change out her set to change out her reservoir and set and keep the current set and reservoir in the pump together so we can troubleshoot with the original set when she calls.